Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 3006705815-2020-00803. It was reported that the patient underwent surgical intervention wherein the leads were explanted and replaced. No other information is known at this time.